Event description:
The lay user/pt called lifescan (lfs) on july 6, 2006, and alleged that her meter was prompting an apply sample message. The medical affairs specialist mailed a letter on july 11, 2006, since the user could not be reached by telephone for further clarification. The pt reported that her meter was prompting an apply sample message. She reported that approx one month ago, she went to the hosp in diabetic ketoacidosis (dka) and was treated with insulin. At the time of the event, she was experiencing nausea and vomitting. She attempted to test on another meter and obtained low results "in the 100's." It would have been helpful to know how long she was unable to test on her meter; her medication regimen, and if she made any changes to her medication regimen. The pt used the correct testing technique and the test strip did draw up the sample into the test area. This complaint is being reported, as the meter issue was not resolved with troubleshooting and the pt subsequently went to the hosp in dka and she was treated with IV insulin. A replacement meter has been sent.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.